Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm morphology at the time of implant is unk. It was reported that pt had a short angulated aortic neck. It was reported at the time of implant there was not adequate coverage in the iliac artery. In 2004 during routine follow-up the computed tomography demonstrated that there was a type iii endoleak. Two iliac limbs were implanted and the endoleak resolved. No additional sequelae were reported and the pt is reported to be fine.